Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 (mg/dl) during the morning of (B)(6) 2016 and consumed carbohydrates to stabilize their bg level. It was also reported that the customer experienced an elevated bg level of 400 (mg/dl). Reportedly, customer ate breakfast without administering a bolus for the meal. Customer treated elevated bg level by administering a correction bolus. Although requested by tandem technical support, customer declined to perform troubleshooting for the pump. Recommendation was made to consult with health care provider to discuss diabetes management, and to contact tandem technical support if they wish to perform troubleshooting for the pump in the future.